Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device has been received for evaluation. A follow-up report will be submitted once the evaluation has been completed. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred.the product was evaluated. An external visual inspection was performed and passed. Receiver charges and boot up: passed. Perform paring\calibration\performance\range test: passed. Test on receiver functional test station: passed all relevant testing. Download rx log and perform review of the rx log: and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.